Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had moved. The patient stated that this occurred a few months after they were implanted on (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.